Manufacturer narrative:
(B)(4). (B)(4). Report source, foreign ¿ event occurred in (B)(6). Combination product ¿ yes. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that during a procedure, when preparing the cement it took 20 minutes before it hardened and could be used. A second portion was prepared for the tibia component and the same happened, again it took 20 minutes before the cement hardened. No further information has been made available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint product and reserve sample was evaluated and the reported event was confirmed. The samples tested showed that the powder was compact and the setting time was too long. A mechanical problem has been confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results could not identify a definitive root cause, although manufacturing issue is suspected. Corrective action has been initiated to address reported issue. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.